Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced three events of infusion set kinked cannula. These events occurred on (B)(6) 2025. In each case, the patient noticed symptoms three or more hours after insertion. The duration of use varied for each event: the first infusion set had been in use for two days, the second for few hours, and the third for one day. All three infusion sets were inserted in the abdomen area. These recurring issues highlight a pattern of cannula kinking problems experienced by the patient over a span of approximately three weeks, all occurring at the same insertion site location. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.